Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint devices will be returned for evaluation and investigation. The manufacturing record review including examination of nonconformity reports (ncr) and changes/deviates (eco/ ccid/deviation) will be done as part of root cause investigation.

Event description:
Event details: during the procedure, it was observed that the hemostatic valve did not seal completely. When additional guidewires, balloons, or other instruments were introduced, excessive blood flow occurred. As this issue has now appeared for the third time within the same lot, the entire lot has been collected for further inspection. Products that were used inside patients will not be returned.